Event description:
It was reported to philips the device shut down twice while in patient use. This event was reported to have occurred during patient use. The vent was swapped with no patient issues. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer spoke with a philips remote service engineer (rse). The customer reported the vent alarmed and had red banners on the screen, twice during the night of the event. The drpt was reviewed by the rse and they observed error code 2002 for system shutdown as well as high priority alarms for patient disconnect, low inhalation pressure, and high inhalation pressure. Those alarms would have produced the red banners seen on the screen by the customer. The device was confirmed to alarm when the device is in ventilation mode and there is no circuit on the outlet. The rse advised the customer to perform a full performance verification test (pvt) before placing the device back in service.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown.